Event description:
It was reported to medtronic minimed that the customer experienced that the pump was not turning on and had an issue with the prime anomaly. The customer reported no adverse event. The event involved product(s) mmt-1880l. Troubleshooting was performed. The pump could not complete the load reservoir process. No harm requiring medical intervention was reported. The customer was instructed to discontinue device use. Product return for mmt-1880l is expected, and the customer response is that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test. Test p-cap locks properly into the reservoir compartment. No prime/fill anomalies were noted during testing or in the pump memory. Successfully downloaded pump history files and traces using thump software. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Found relevant battery alerts, alarms, or anomalies in the pump history files and traces on the event date of (B)(6) 2025 at 20:38:00.000. Pump was cut open to perform visual inspection and found evidence of moisture damage on the motor home switch. The following were also noted during visual inspection: scratched case, stained keypad overlay, pillowing keypad overlay, and label damage. Prime/fill anomaly was not confirmed during testing. Unexpected battery power loss was not confirmed. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. Moisture damage was noted found on the motor home switch. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.